Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown quantity of unknown non-locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a removal procedure on (B)(6) 2017 for non-union in ankle. One 2.4 mm t plate and an unknown quantity of unknown locking screws and an unknown quantity of unknown non-locking screws were removed; all removed implants were intact. New implants - one 2.4/2.7 mm t-plate, locking screws, and non-locking screws - were implanted. There was no delay in surgery and procedure was completed successfully and patient was reported a stable post-operatively. This complaint involves 3 devices. This report is for an unknown quantity of non-locking screws; report 2 of 3 for (B)(4).